Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system intermittently cannot boot up. Upon troubleshooting, fse found the system software was crashed. To resolve the issue, fse reinstalled the operating system and application. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation into this complaint.